Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-may-23 that the clinician programmer confirmed that an overdischarge had occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated their battery was at 24 percent and abruptly died. Upon trying to recharge they encountered the doctors symbol asking them to call their doctor. No factors were known to have contributed to the issue. It was reported the rep performed a device reset. An impedances check was done and it came back within normal range. There were no further actions/interventions needed. After a trickle charge was performed the battery charged and the rep was able to clear their por and they were able to use it as normal. The issue was resolved at the time of the report. No further complications were reported/anticipated.